Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned stuck in cartridge, with moisture on the product. Visual inspection found lens returned in cartridge. Claim#: (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -13.50/2.0/086 (sphere/cylinder/axis), implantable collamer lens did not release properly from the plunger. The back up lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.